Manufacturer narrative:
Concomitant therapies: juvéderm® ultra plus xc. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "cellulitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheeks and nasolabial folds with juvéderm voluma® xc and juvéderm® ultra plus xc, 2 syringes in total. The patient was pretreated with benzocaine and was given ice post-treatment. Three days later, the patient experienced ¿erythema/induration/edema¿ in both cheeks, diagnosed as "cellulitis." The patient was seen by the injector and was prescribed bactrim ds t po bid x 10 days. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00472 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.